Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The nurse reported via phone call that the customer was hospitalized due to diabetic ketoacidosis. The customer's blood glucose was 418 mg/dl at the time of incident. The customer's blood glucose was 418 mg/dl at the time of call. The nurse reported that the customer had symptoms of high blood glucose such as nausea and vomiting. The nurse stated that the customer was given insulin to treat the blood glucose. The nurse stated that the customer was wearing the insulin pump during hospitalization. Troubleshooting was done. The nurse stated that they found air bubbles. The nurse was assisted in purging the air bubbles out. The reservoir will not be returned for analysis.